Manufacturer narrative:
One quadripolar, inquiry fixed curve diagnostic catheter was received for evaluation. Electrode rings 1-4 were noted to be displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode rings and fractured conductor wires is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming displaced electrodes of the catheter.